Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual evaluation was performed and confirmed the reported condition of a leak. The root cause was determined to be a ruptured reservoir. This device is a single use device and was discarded. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through idc-CAPA-(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that one (1) ce intermate sv 200 device was observed leaking during filling at the compounding center. The device was being filled with 100ml of normal saline when the leak occurred. No patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.